Event description:
New information received indicated that the right ventricular lead exhibited an alert noting possible high voltage lead issue. Upon interrogation of the implantable cardioverter defibrillator, it was indicated that excessive current was detected during shock delivery and therefore inadequate high voltage therapy was delivered. The implantable cardioverter defibrillator was explanted when the lead was capped on 6/20/18. The patient was reported to be discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient¿s right ventricular lead was giving contradicting data during device interrogation. The lead was capped and replaced on (B)(6) 2018. No further information was given.